Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection disconnected. The customer's blood glucose level was 346 mg/dl. Reportedly, the customer replaced infusion set and resumed insulin delivery.